Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: broken shell and others, red particles on the shell, and underweight. A microscopic analysis was performed which identified: a sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp broken on posterior assessed as unidentified (tear) opening.

Event description:
Physician reported ruptured device. The device was explanted. Left side.

Event description:
Physician reported left side ruptured device. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.9, h.3, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. (B)(6). Reason for reoperation: rupture.

Event description:
Physician reported ruptured device. The device will be explanted. Side uknown.